Event description:
It was reported that the day prior to the report the patient¿s balance was off, more so than normal. The morning of the report the patient tried to go to the bathroom and had severe nausea and started vomiting about 8 am. The patient stated that every time he got of bed he would vomit. When the patient changed position, such as trying to get up, stand up, or sit up, he got very nauseated. If the patient stayed in bed he was okay. The patient¿s nausea started at 5:30 am and this was when he first started feeling bad. The patient noted that he hit his head the day prior to the report; while brushing his teeth he hit the counter. The patient checked his implantable neurostimulator (ins) and it showed it was ¿on and ok.¿ the following day it was reported that the patient had had balance problems for the past two days. The healthcare provider (hcp) ordered a CT scan to rule out bleeding in the brain. Eleven days later it was reported that the patient was still having problems with balance. The patient was scheduled for a MRI the day after the report. They wanted to check whether it was related or not and if the patient was having micro strokes. They were trying to rule out strokes. A loss of efficacy was noted and the patient had headaches, vomiting, and balance that only lasted one day. Additional information was requested, but was not available as of the date of this report.

Event description:
The patient reported that he had several concerns. The patient received assistance from his doctor or manufacturer representative, but was still having concerns regarding his device or therapy and was continuing to work with them. The patient had an appointment set for october.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # va0cuwt, implanted: (B)(6) 2013, product type lead; product ID 3389s-40, lot # va0cuwt, implanted: (B)(6) 2013, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).